Event description:
It was reported that this lead was part of a system revision due to infection. Reportedly, the patient was short of breath and in pain from the moment the device was implanted. There were no additional adverse patient effects reported. The lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.